Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure. Visual inspection was performed and it showed that the screwdriver bit was broken at the tip. The breakage shows a fracture surface that is typical for a torsional fracture and fatigue breakage due to too much force applied while loosening the screw. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even with high torsional force could definitely deform the screwdriver and lead to such a breakage. Due to the nature of the returned device, a functional and dimensional inspection was not possible. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. Attention should be taken in the maintenance of multiple use devices and the instructions for cleaning, sterilization and maintenance should be followed. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Note, as stated in the cleaning and sterilization guide: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ based on the investigation, the root cause can be attributed to a user related issue. A review of the labeling did not indicate any abnormalities. IFU v15011 clearly states that ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
We have been informed by a surgeon about the following event: plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
We have been informed by a surgeon about the following event: plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.